Event description:
It was reported that following hip replacement surgery, dislodgement of the leads was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.